Manufacturer narrative:
Patient information was unavailable from the site. Report source foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the screen monitor turned black with no signal input, and then came back. The mouse cursor was also blocked from time to time. No further information was received at this time. Additional information was received stating that the procedure was a cranial resection. There was no delay to the case and no impact on patient outcome.